Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was blacked out and was unable to be used for screening. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a blank screen bad drawer controller board. The field service engineer (fse) replaced the defective controller board, which restored normal display and system functionality. The system functioned as intended after the field service engineer repaired the device.